Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), cyst ("cysts"), anxiety ("anxious"), depression ("depressed") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies with da vinci assistance). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, cyst, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, cyst, depression, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 7-may-2019: pfs and mr received : reporter added. Plaintiff demography and product indication added. Event added- dysmenorrhea (cramping). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), cyst ("cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (a surgical procedure with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, cyst, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, cyst, depression and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.